Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted following the death of this patient. No allegations were made against this device's function or operation while implanted.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, this device was in factory fallback (timestamp noted as approximately 4 months post-explant). The device was left in monitor+therapy mode following explant. Factory fallback resulted from a therapy shock being delivered at the same time the device was performing a battery voltage measurement. Pacing pulses were confirmed to be present and a 50 ohm load was attached to the device and a 14j biphasic commanded shock was performed, thus verifying appropriate shock circuitry function. An episode was induced and the device appropriately sensed and charged. Full energy shocks were not possible due to the monitoring voltage (2.23 v). Therapy availability while implanted was thus confirmed. Review of the device memory indicated that s firmware timing requirement was violated. This finding is not associated with any reported field observations or product complaint. This finding does not impact the device's capability of sensing and delivery therapy.